Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not perform adequate hand washing and did not perform the prescribed number of peritoneal dialysis cycles per day for the previous two week time frame. Peritonitis was manifested by cloudy effluent, abdominal pain, nausea, and loss of appetite. On the day of onset, the patient was hospitalized for the peritonitis event. Two days prior to the onset of peritonitis, the patient was treated with keflex 500 milligrams every eight hours prescribed for twenty-nine days (route not reported) for manifestations of the peritonitis. One day after onset, the patient was treated with gentamicin 125 milligrams for a one-time intravenous dose for the peritonitis event. Two days after onset, the patient was treated with gentamicin 100 milligrams for a one-time intravenous dose for the peritonitis event. Four days after onset, the patient was treated with gentamicin 60 milligrams for a one-time intravenous dose for the peritonitis event. Dianeal therapy was ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.